Manufacturer narrative:
The manufacturer did not receive the devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon used the cls rasp hip instrument and when he put the implant did not fit as it "shrunk". Surgeon removed the original implant and used a sl wagner. Surgery was delayed for 30 minutes. Surgeon complaint of the rasp size error.

Manufacturer narrative:
Trend analysis: n/a as no reference number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it is reported that the surgeon used the cls rasp size 10 and put the implant of the same size. The implant subsided and the surgeon had to remove and discard the implant. A sl wagner was implanted. The surgeon wants a clarification for the mismatch of the size of implant and rasp. The surgeon does not want to pay the used implant. One picture of the different size rasps including size 8,9 and 10 was received. No product was returned to zimmer biomet for in-depth analysis. No product documentation was reviewed for investigation. Root cause determination using sap rmw: - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, correct handling of the device is not under control of zimmer biomet, therefore cannot be excluded. - damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, correct handling of the device is not under control of zimmer biomet, therefore cannot be excluded. - failure of surgery due to wrong selection of components or use in combination with device => possible, correct handling of the device is not under control of zimmer biomet, therefore cannot be excluded. Conclusion summary neither the devices, nor the product lot/ref information was received for the investigation of the reported event. As no lot numbers were provided for the devices, the device history records could not be reviewed. However, at zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. (B)(4).

Event description:
It was not reported, that the surgeon used the cls rasp size 10 and put the implant of the same size. The implant subsided and the surgeon had to remove and discard the implant. A sl wagner was implanted. The surgery was delayed for 30 minutes.